Manufacturer narrative:
A2dr01 ipg, implanted: (B)(6) 2016-05-23.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited oversensing, noise, and low impedances. The rv lead also exhibited sensing integrity counter (sic) and low r-waves values. Additionally, the ra lead had small p-waves. Sensitivity was reprogrammed for both leads and they remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.